Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support assistance with an air detected in cassette warning on the liberty select cycler during fill 3 of 5. The patient rebooted the cycler to cancel treatment and observed evidence of a fluid leak inside the cycler cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the event was not reported to the clinic. There was no medical intervention. The patient did not experience any complications as a result of the alleged event. No treatments missed. The patient discarded the cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."